Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 20, 2017. The coating on the outer surface of the jaw was worn and partially came off. A metal fragment was stuck at the root of the gripping section. There was a scratch mark on the probe. The distal end of the subject device was not burned. An operator could output the subject device in seal mode and seal&cut mode. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The metal fragment stuck at the root of the gripping section was not the part of the subject device. Omsc surmised that the dysfunction reported by the user was caused by output stop due to a short circuit error occurrence. The short circuit error occurred when the user output in seal&cut mode with the metal fragment stuck at the root of the grasping section. The instruction manual of the device has already warned as follows; warnings: 1) if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. 2) the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During an uncertain procedure, the subject device was used. The subject device did not worked. The distal end of the subject device was burned. There was no patient injury reported. On (B)(4) 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw was worn and partially came off.